Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope, ultra¿, 4 mm, 30°, with trocar tube connector was broken. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, poor light transmission. - the optical unit is damaged, distorted image, poor light transmission was noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to excessive force . However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.